Event description:
Customer reported blood glucose results of 162 mg/dl on advantage system 1 and 404 mg/dl within 10 minutes on advantage system 2. Customer reported symptoms of hypoglycemia for which he self-treated. No adverse event reported. A request was made for the return of the system, and a replacement was sent.

Manufacturer narrative:
This medwatch is for advantage system 2.